Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the ablation was performed three times for the tumor of s8. The first time: 45w 1 minute, 60w 1 minute, 75w 1 minute, 100w 3 minutes and 30 seconds. The second time: 45w 1 minute, 60w 1 minute, 75w 1 minute, 100w 7 minutes and 30 seconds. The third time: 45w 1 minute, 60w 1 minute, 75w 1 minute, 100w 3 minutes and 30 seconds. When removing the antenna, it was noticed after the surgery that there was no trocar tip. There was remnant remained in the patient¿s cavity (there is a high possibility that the remnant is in the liver). The patient is under observation.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Visual inspection found the ceramic tip was missing from the tip of the antenna. The reported condition was confirmed. The investigation found the ceramic tip was missing from the tip of the antenna. The investigation could not determine the root cause of the customer's report. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the ablation was performed three times for the tumor of s8. The first time: 45w 1 minute, 60w 1 minute, 75w 1 minute, 100w 3 minutes and 30 seconds. The second time: 45w 1 minute, 60w 1 minute, 75w 1 minute, 100w 7 minutes and 30 seconds. The third time: 45w 1 minute, 60w 1 minute, 75w 1 minute, 100w 3 minutes and 30 seconds. When removing the antenna, it was noticed after the surgery that there was no trocar tip. There was no difficulty in removing the device. The event was found when removing the product after ablation, so the procedure was completed with only one antenna. CT scan was performed in order to locate the antenna tip and it was in the patient's liver. The doctor showed the CT image to the patient and explained. The patient is under observation.